Event description:
It was reported that the autopulse platform displayed a fault 34 (encoder failure) message after it was powered on for the first time. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no physical damages to the platform. A review of the autopulse archive was performed and the reported complaint of a fault 34 (encoder failure) message was confirmed. The archive data shows that multiple fault 34 messages occurred on the reported event date of (B)(4) 2014. Upon functional testing, the reported issue of a fault 34 message was observed. Additional testing of the platform could not be performed due to the occurrence of the fault. It was observed that the encoder was defective. Based on the initial investigation, the part identified for replacement was the encoder. In summary, the reported complaint of a fault 34 message was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective encoder.